Event description:
Report received from abbott int'l affilaite (abbott-canada) which states "the incident occurred on a pt unit with a pt. The pt had an intravenous line infusing with a microbore t-set. The access device was in the hand. The pt was found to have an open lesion at the site where the luer lock, spin collar was resting. The lesion was treated with antibiotic cream prescribed by the treating physician. There was no further consequence noted." Add'l pt and event info has been requested, but no further info has become available.